Manufacturer narrative:
(B)(4).

Event description:
It was reported that foreign material was noted on the wire. The target lesion was located in the severely calcified vessel. Rotational atherectomy was performed with rotablator and a 330cm rotawire¿. Following ablation, the physician elected to change the wire for a non-bsc guide wire. A "foreign object" was found visually on the rotawire¿. The procedure was completed with a different device. There were no patient complications reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The visual and tactile inspection was performed and no failures were found on the returned device. All the outer diameter measurements are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that foreign material was noted on the wire. The target lesion was located in the severely calcified vessel. Rotational atherectomy was performed with rotablator and a 330cm rotawire¿. Following ablation, the physician elected to change the wire for a non-bsc guide wire. A "foreign object" was found visually on the rotawire¿. The procedure was completed with a different device. There were no patient complications reported and the patient¿s status was good.